Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third-party service center a ventilator inoperative alarm condition was observed in the downloaded event log. The device's main pca board needs to be replaced to address the issue. Additionally, not related to the above issue, the device was found to be alarming indicating the device was unable to write to the event log. The device¿s main pca needs to be replaced. This issue would not affect the device's ability to deliver therapy as designed.